Event description:
The surgeon had previously performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. The patient presented with a partially dislocated hip at an unknown time following the initial surgery. The surgeon revised the patient's acetabular liner only; which was changed from a neutral liner to a size 52 vitamin e high wall liner.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.